Event description:
The nurse reported that during the procedure one half of the 25g scissor broke-off in a pt's eye. The surgical incision was enlarged and the broken part was removed during the same procedure via 20g sclerotomy and the surgical incision was closed. Add'l info received on 09/23/2008: the surgeon stated there was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 10/10/2008.